Event description:
Olympus was informed that during a colonoscopy with polypectomy, a non-olympus snare was utilized to remove the polyp. After he polyp ws removed, the patient experienced minor bleeding. The bleeding site was not cauterized, as the coag function on the generator was not working. A non-olympus clip was used to stop the bleeding. The patient was admitted overnight for observation. Ther was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the user's report, as the electrosurgical unit was working appropriately, and no problem was found. The device will be returned to the user facility. The exact cause of the user's report could not be conclusively determined.